Event description:
Spontaneous call from the patient starting 2 cassettes problem lot 4048893. No further information was provided on the notes. Was patient able to infuse medication? Yes, was new cassettes shipped to patient? Yes, was the outcome resolved? Yes. Reported to (B)(6) by: patient/caregiver.